Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the re-operation of the spinal fixation by replacing the screw was performed with the expedium system. The surgery was completed with a delay (less than 30 minutes), and there was no adverse consequence to the patient. ((B)(4)).